Event description:
It was reported that the customer had a reservoir that leaked past both o-rings. The customer stated that the second o-ring of the reservoir looked flat. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.